Event description:
The customer reported that an error message (read image error) displayed on the system. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). The unit was not returned for evaluation. The customer was given troubleshooting information over the phone. The problem has not recurred. (B)(4).